Manufacturer narrative:
(B)(4).

Event description:
Rec'd info that following a fall, a pt reported he feels a shocking or jolting sensation in both hands and across his chest. He is also having to use a higher amplitude for symptom relief since the fall. No further info was available at the time of this report but has been requested. Info is rec'd a f/u report will be sent.